Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. Field service engineer confirmed leak is coming from the o2 regulator. Fse replaced the o2 regulator to solve the problem. Unit passed est and the required test of the performance verification successfully. The oxygen regulator test results were out of specification. The reported complaint of oxygen regulator leaking was duplicated.

Event description:
Customer requested onsite support because unit is leaking o2 from the back of device. No patient/user harm reported.